Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy:rash"), skin disorder ("allergy:skin disorder"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal is scheduled via hysterectomy (partial)). At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, rash, skin disorder, psychological trauma, vaginal discharge, fatigue, migraine, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: result is unknown. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury is replaced with dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems, vaginal discharge, fatigue, migraines and hair loss were added. Lab data added. New reporter added. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.